Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that they could not aspirate the catheter. It was unknown if there were any factors that may have led or contributed to the issue. The 8780 was partially replaced with an 8784. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2015, product type: catheter , ubd: 29-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.